Event description:
It was reported that the battery connector of the cardiosave intra-aortic balloon pump (iabp) was altered by the end user. However, it was later reported by the customer that the actual issue was blood detected in the safety disk, while in use.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and discovered that the actual issue was that the safety disk had surpassed the cycle count, and while in use, the unit displayed the informational message of "safety disk replacement due." This informational message was correctly displayed as an intended function of the iabp unit and is indicative that the safety disk surpassed the set cycle count. Therefore, there was no issue with the unit. To fix the issue, the fse replaced the safety disk and tidal volume disk, per usage schedule and reset counter. The fse then performed the diagnostic, all functional, performance and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).